Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the infusion finished 2-4 hours after the end of the expected therapy time. The device had been filled with fluorouracil 5250mg. There was no patient injury or medical intervention associated with this event. No additional information is available.